Event description:
Boston scientific received info that this right atrial lead was explanted one day post implant for an unk reason. No adverse pt effects were reported. An email was sent to the field rep in an attempt to obtain add'l info. Add'l info was received that the ra lead was explanted due to dislodgement. A new ra lead was successfully implanted and no adverse pt effects were reported.